Manufacturer narrative:
Citation: golub, d., mcbriar, j., donnelly, b., shao, m., virdi, t.d., turpin, j., white, t.g., ronnen, r., papadimitriou, k., kutcher-diaz, r., dehdashti a.r., woo, h.h, parsalides, a. Link, t.w. Internal hematoma architecture predicts subdural hematoma responsiveness to standalone middle meningeal artery embolization. Interventional neuroradiology 66 2024. Doi: 10.1007/s00234-024-03490-0 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. A2, a3a: this information is reflective of the mean of the patient data in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding internal hematoma architecture predicts subdural hematoma responsiveness to standalone middle meningeal artery embolization. The following medtronic devices were used onyx liquid embolic. Among all patients adverse events/device product performance issues included: there was one new hemorrhage. The hemorrhage was asymptomatic, acute sdh posterior to the initial collection that was seen on the post-operative day one CT. There was one new ischemic stroke. The infarct was a small, asymptomatic, left frontal hypodensity (ipsilateral to the sdh) noted on the post procedure head CT. There were 6 groin hematomas. There were two hematomas. Pseudoaneurysms were found in four cases, of which only one required a subsequent thrombin injection. 4 onyx patients experienced treatment failure. The presentation at failure for one patient was seizure, worsening lethargy, and left sided weakness. The presentation at failure for another patient was progressive headache and gait instability. The presentation at failure for another patient was aphasia and right sided weakness. The presentation at failure for another patient was headache, generalized weakness and gait instability. No further information was provided pertaining to medtronic products.